Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05468. The pt received his receiver and a percutaneous lead on (B)(6) 2001. It was reported the pt's receiver was explanted due to pain at the implant site and a possible infection. The lead remains implanted. The device is pending release from the explant facility and it is unk if it will be returned. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were fund. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.